Manufacturer narrative:
(B)(4) investigation: the customer performed an investigation at their site into the elevated residual wbcs. Per the customer, the unit was not rested in the processing area for the full 30 minutes per their procedures. The manufacturing, testing and inspection records were reviewed for this lot. There were no anomalies reported during the production of this product lot. Per the instructions for use, in order to prevent leukocyte leakage, customers are instructed to not squeeze or apply pressure to the filter while it is attached to the bag, and to wait 30 minutes after collection before filtering. Root cause: there were no anomalies noted in the production records of this lot. Based on statements from the customer, it is possible that the wbc contamination was caused by not allowing the unit to rest for the entire 30 minutes per their procedures. Leukocyte leakage can also be caused by the following: characteristics of donor blood; pressure loaded on filter membranes.

Event description:
The customer reported elevated white blood cell (wbc) content in a filtered red blood cell unit. There was not a transfusion recipient or patient involved at the time of the residual white blood cell (rwbc) testing, therefore, no patient information is reasonably known at the time of the event. Donor unit # (B)(6) the disposable set is not available for return because it was discarded by the customer.